Event description:
It was reported by the customer, due to poor catheter infusion, no fluid could be infused, and the choice was made to remove the catheter and replace it with a new infusion set. After extubation, found a split in the middle of the catheter 4-5cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.